Event description:
Tulip disassociated from the polyaxial screw head while the surgeon was implanting it. The screw was removed and replaced without incident and there was a short delay in the procedure.